Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 0.5mm proximal of the distal markerband. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Multiple kinks were noted along the shaft and hypotube of the device. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. There was no burrs or uneven edges observed on the markerbands. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were noted during analysis.

Event description:
Reportable based on device analysis completed on 15-aug-2019. It was reported that the device was unable to cross the lesion. A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a balloon pinhole.